Manufacturer narrative:
Initial reporter's occupation: patient/lay user. The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 18-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: unknown; flow rate: 8ml/hr; procedure: right ankle surgery; cathplace: unknown. Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 2026095-2018-00083 for the second event. It was reported the patient experienced double vision during the use of the onq pump. The patient and family member followed up with the anesthesiologist and they were specifically instructed to turn both pumps to 8ml/hr. The family member stated the patient hadn't eaten lately and didn't sleep at all the previous night. The patient took some percocet. The family member was unsure of the cause of the double vision so they clamped the pumps. The hotline nurse advised the patient and family that since we don't know the cause of the double vision they should keep the clamps closed, and contact the anesthesiologist and make him aware of all of this and obtain orders from him. The double vision did not last long and the patient was not experiencing it when they called. The patient stated the double vision stopped very shortly after clamping the pumps. The family planned to contact the anesthesiologist again and had no further questions for the hotline nurse.